Event description:
It was reported that during a procedure and the helix of the right ventricle (rv) lead was damaged therefore, the helix failed to extend for implantation. The patient had no consequences.

Manufacturer narrative:
The reported events were helix mechanism issue and fixation mechanism was damaged. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Upon x-ray inspection, it was found that the inner coil at the connector region was over torqued and consistent with procedural damage. X-ray examination of the helix mechanism found no anomalies or distortion of the helix that would have contributed to helix mechanism issue reported in the field. The cause of the reported event of ¿fixation mechanism was damaged¿ was isolated to blood/tissue in the helix region and over-torqued of the inner coil. The reported event of ¿fixation mechanism was damaged¿ was not confirmed. After cleaning, the helix could extend and retract by applying torque directly at the connector pin. The full helix extension length was measured within specification.